Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted for the endovascular treatment of a 58mm abdominal aortic aneurysm.   It was reported that during the index procedure, the physician landed the stent graft slightly higher  than intended, on the left renal artery and elected to place a stent in the renal artery as a result. Per the physician, the cause of the event was due to user error. No additional sequelae was reported an the patient is fine.